Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with intraperitoneal injection fortum (1 g daily, duration not reported), intraperitoneal injection vancomycin (1 gram, frequency and duration not reported), and amikacine (100mg; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). It was reported in a follow up that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).